Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to inspect and clean the pneumatic tap area, remove an o-ring, and successfully reloaded the original cartridge, which allowed the resumption of insulin therapy.